Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The stylet guidewire was kinked/ buckled. The guidewire was unraveled. The distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with the competitor guidewire stuck in it. The attain performa leads offer a cross cut opening. No insulation damage was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead insulation was damaged when the guide catheter pierced through side of the lead near the distal electrode. There was no pacing in all polarities even at high voltage which seemed unusual. Upon extracting, the lead and catheter would not move. The implanter managed to extract the lead after five minutes of appropriate manipulation. A new lead was implanted instead. No patient complications have been reported as a result of this event.